Manufacturer narrative:
The product was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the edm lumbar drainage kit was started on the patient on (B)(6) 2014. On the night of (B)(6) 2014, it was observed that the patient's bed was wet. The patient line was reported to have disconnected from the drainage bag. There was no patient harm reported. It was reported that the patient was eventually transferred to infection clinic, but that it was unknown whether the transfer was related to the event.